Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au680 chemistry analyzer and identified the probable cause as a defective sodium electrode. The customer replaced the sodium electrode to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.